Event description:
Procedure: lobectomy. According to the reporter: staples did not form properly. Blood loss was reported as one liter. The procedure was continued with another instrument, and surgery time was extended by more than 30 minutes.